Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the flexvision pc was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, the fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.